Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates for gore® viabahn® endoprostheses lot# 15473136 implanted (B)(6) 2017; medwatch report #2017233-2017-00099; lot# 15435549 implanted (B)(6) 2017; medwatch report #2017233-2017-00101; lot# 14657403 implanted (B)(6) 2017; medwatch report #2017233-2017-00100. Review of device manufacturing record history confirmed device met pre-release specifications. The device was not returned. Therefore, direct product analyses was not possible.

Event description:
On (B)(6) 2017, a patient presented with an aneurysm in the superficial femoral artery, extending to popliteal artery. Three gore® viabahn® endoprostheses were implanted at the intended treatment site. On (B)(6) 2017, the viabahn devices were found to be occluded. Thrombectomy was performed and a new gore® viabahn® endoprosthesis was implanted to extend coverage. On (B)(6) 2017, it was reported that all four viabahn devices were occluded. As reported, multiple thrombectomy attempts were made to re-open the distal flow beyond the viabahn devices. On or about (B)(6) 2017, an below-knee amputation was performed. The patient is undergoing physical therapy and doing well.